Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that alarm occurred after self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that self test was performed and insulin pump error occurred and insulin pump starts beeping. Customer stated that he was performed displacement test and no reservoir detected and insulin pump starts beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin 1 on u1 keypad assembly. Device received with corroded battery tube.